Event description:
Customer reported that, while surgeon repositioned the light, it brushed against the silicone cover on the suspension arm and dislodged it. The cover fell on the scrub nurse and into the surgical field. The patient's treatment was not compromised, and no injuries to pt nor staff were reported. (B)(4).

Manufacturer narrative:
Facility technician reviewed the device and could not find any damages. He replaced the cap and returned the unit back in use. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola. The powerled series operating manual includes a verification of the covers during yearly maintenance.